Event description:
It was reported that upon interrogation, the device presented with hardware reset mode. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.